Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased. The device was successfully replaced with a new device. This device is not expected to return for analysis. No additional adverse patient effects were reported.